Event description:
(B)(4). Initial report: this non-serious case from (B)(6) reported by a consumer to our local affiliate (B)(4). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) therapy and reports she presented with an adverse event during therapy ("product rejection"). She informed she liked the initial result of the therapy and she will indicate it to a person she knows however, she presented with an adverse event. Event outcome is unk. Reporter's causality: no specified. (B)(4). Additional information received on 03-jun-08: the pt was recontacted and did not specify what she meant by the event term "product rejection." She did not want to be contacted further and did not provide her physician's contact information. Ptc results were also received and revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.